Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose on (B)(6) 2025 and patient treated by food and juice. On (B)(6) 2025, the patient went to the emergency room (ER) and was treated with manual injections. The patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.